Event description:
It was reported by the patient that the remote monitor was not able to receive power. A new power cord did not resolve the issue. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Preliminary analysis shows the device failed incoming visual/functional check and the power connecter was loose/ detached. Further analysis found that the power jack was loose causing a lifted pad.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Preliminary analysis shows the device failed incoming visual/functional check and the power connecter was loose/ detached. Further analysis is in progress.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.